Event description:
The report stated that the ligasure impact was in use during a hysterectomy, and at the beginning of the surgery the device jammed.

Manufacturer narrative:
The incident device has been received, and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, a follow-up report will be submitted.